Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026. According to the patient, on 02/07/2026, she was sleeping when her glucose went low, she has an omnipod5 pump and her pump received an error. Her cgm was around 300 mg/dl (unknown exact value) and the pump provided insulin while sleeping. The patient experienced hypoglycemia and had a seizure. The husband called an ambulance around 4:00 am (it is unknown if any treatment was done before the ambulance arrived.) The patient was taken to emergency room (ER) at (B)(6), ia and via ambulance. The ems while in the ambulance took a bg reading which was 37 mg/dl, and there was no cgm documented since they removed her sensor and the transmitter. At the hospital they provided some apple juice to the patient and took a couple of bg readings before she got discharged with a bg of 89 mg/dl. The patient stayed for less than 24 hours. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.